Event description:
Customer alleged discrepant blood glucose results of 328 mg/dl on the advantage system when compared with a result of 100 mg/dl from a professional meter when the tests were performed back-to-back within 10 minutes. The customer reported having no symptoms, actions, or treatment. Customer alleged discrepant, back to back blood glucose results of 296 mg/dl and 139 mg/dl when testing was performed within 10 minutes on the advantage system. Customer reported having no symptoms and taking no treatment/action based on the results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.